Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
T was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where hemostatic valve leak occurred. It was reported that after inserting the dilator into the end of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, over the wire, and then inserting the sheath into the left atrium (la), when pulling out the dilator, the hemostatic valve began leaking back blood. The hemostatic valve appeared to have been "pushed in." The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was replaced with an agilis sheath, and the issue had resolved. The procedure continued. There was no report of patient consequence. The valve appeared to be intact: it did not detach from the sheath. The sheath was inserted in the body. When the dilator was removed, and it was noted that the valve failed, it was removed and replaced with an agilis sheath for the remainder of the case. No air penetration was noted during the case. No percutaneous or surgical removal was required. No hemodynamic instability was observed (blood loss was approximately 10ml). No medical intervention was necessary. Hemostatic valve leak is an MDR-reportable event.

Manufacturer narrative:
On 12/7/2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leak occurred. It was reported that after inserting the dilator into the end of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium over the wire, and then inserting the sheath into the left atrium (la), when pulling out the dilator, the hemostatic valve began leaking back blood. The hemostatic valve appeared to have been "pushed in." The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was replaced with an agilis sheath, and the issue had resolved. The procedure continued. There was no report of patient consequence. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub and a kink in shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and unable to advance the dilator since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001377 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, for this reason, no CAPA activity is required now, in addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Similar complaints are monitored monthly basis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).